Event description:
This is a woman who had bladder sling put in 2008. I had boston scientific. A law group called me a couple years ago. They had found out what I had, and asked me if I was having these symptoms (me) not knowing what they were talking about. (B)(6), everything they mention plus more yes I had . Barely ever heard from them even I'm going through all these complications. Chronic fatigue, fever, chills, been on every antibiotics in the last 2 years. Doctors can't understand why I don't clear up - weight gains, headaches, cramps and pain the stomach - very bad odor in urine. Shortness of breath, choking, difficulty swallowing. Tingling in fingers. Muscle pain through out the body. As I understand this more, the toxin from the mesh has me completely infected, inflammations, I stay swollen in my chest, also definitely no sex. Just found out a couple weeks ago (B)(6) didn't get my medical records. I asked why not. Since I have the mesh in me, no surgery and my settlement wouldn't be much. I do not want to be cut on numerous times as my friend did. She's in more pain now and couldn't get off. My doctor couldn't find mine. I'm getting again seeing doctors again, but they do not want to take it out. We are fighting a losing battle. The lawyers are probably getting their (money and could care less for us. I am a widow, lost my husband, lost my (B)(6) daughter in (B)(6) 2015, raising her son, my grandson, also I have a (B)(6) disable got sick when he turned (B)(6), so you ever reads this (if you can). Please I can't settle for (B)(6), my life's worth more than that. Doctors are afraid to get involved they don't know what is going on. The swelling is from the organ and inflammation. All I can say I'm one, a miserable woman, I am with pain, burning constantly. Where ever this letter lands, I hope someone can help. (Boston scientific, johnson & johnson, ethicon) where ever they placed the mesh was counterfeit from (B)(6), should have never placed in us. Yes, this should be a big lawsuit, help us please!